Manufacturer narrative:
B5: the lens was explanted on (B)(6) 2021. The lens was repositioned on (B)(6) 2021 but the problem was not resolved, so the lens was explanted. The problem was resolved. The patient is using her spectacles and her eyes are in perfect condition. Claim # (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Explant date: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim #: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -02.50/+5.5/081 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6) 2021. The lens was reported as lens rotation not associated to a low vault. The patient experienced a refractive surprise. The lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry with residue/debris on product and with severe haptic damage. Visual inspection found haptic broken. Dimensional and functional inspection not performed due to damaged lens state. Claim# (B)(4).